Event description:
It was reported that, during use, this acumen iq finger cuff provided inaccurate blood pressure readings when compared to the radial arterial line. The patient was undergoing a carotid endarterectomy. The acumen iq finger cuff was on the left ring finger and fit appropriately with diodes on each side. The radial arterial line and pulse oximeter were also on the patient's left side. The nibp cuff was placed on the patient's upper right arm. Initially, the readings were off by almost 100 points. The systolic blood pressure (sbp) for the arterial line was 211 and the acumen cuff was in the 100s-110s with elevated hypotension prediction index (hpi) values. When this occurred at the beginning of the case, the clinical field representative (rep) moved the acumen iq cuff to the left middle finger to troubleshoot, but the readings remained the same. As the case went on, the values became closer but were still off. The entire case the sbp was off by 30-70 points, diastolic blood pressure (dbp) was off by over 10 points, and mean arterial pressure (map) was off by over 15 points. It was noted that the patient's hands were warm and that the acumen cuff had good physical and sqi. The rep watched the acumen cuff and arterial line waveform while patient's arms were being tucked and after tucked. Both waveforms remained intact without changes to readings. To troubleshoot, the rep had staff cycle the nibp cuff throughout the case occasionally. Arterial line and nibp had similar readings. However, the acumen cuff still did not match the arterial line and nibp. It was noted that, throughout the case, hemosphere and acumen iq cuff would alarm at times with hpi warranting treatment and that the patient's arterial line blood pressure was in the 170s. The arterial line was used for blood pressure management, therefore no treatment was provided for the inaccurate acumen iq finger cuff values and there was no patient harm.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Multiple attempts were made to secure return of the device however the device was not sent back for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. A device history review could not be performed since a lot number was not provided for investigation. However, manufacturing controls to avoid potential causes of inaccurate values, include visual inspections and electrical testing of 100% of devices. The instructions for use (IFU) provides the following warnings: do not apply finger cuff(s) on a hand or finger when a second blood pressure measurement device is actively monitoring on the same arm. Do not use a damaged finger cuff. This may result in inaccurate measurements or may damage the edwards monitoring system. Improper placement or alignment of the finger cuff can lead to inaccurate monitoring.

Manufacturer narrative:
It was previously reported that the device would not be returned. Device was eventually returned. A product evaluation was completed on the returned cuff. The reported event of pressure reading issue was confirmed from provided photos but was not able to be confirmed from returned product evaluation. Finger cuff passed eeprom verification with expired status and patient information. The sensor was reset for pressure test. The finger cuff zeroed and sensed pressure on hemosphere monitor without any error message. Electrical testing showed that all elements such as shield, led, and photodiode of returned unit were ok. No visible damage was noticed from the returned unit. The finger cuff sensor passed both pre- and post-decontamination leak test. The defect related to " inaccurate values" was not confirmed during product evaluation. In addition, the device history record review was completed and the product passed without nonconformances. Current risk mitigation and control measures include 100% visual inspection, 100% electrical test and qa sampling inspection. The instructions for use warns that improper placement, sizing, or alignment of the finger cuff can lead to inaccurate monitoring.